Manufacturer narrative:
Reported event: it was reported that saw became loose during distal cut. Tried tightening blade back onto attachment and wouldn't tighten. Needs replacement immediate. Case type: tka surgical delay : 16-30 minutes. Update: attachment did not become dislodged during cuts. The attachment did not detach at any point. There were no parts that became detached during any point of the surgery. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate 50 devices were manufactured and 44 accepted (including 3502877) on (B)(6) 2018 with no reported discrepancies. Review of qt 18-01-0042 revealed that the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212480, lot number 35021217 shows 1 additional complaints related to the failure in this investigation. The complaints are (B)(6). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Saw became loose during distal cut. Tried tightening blade back onto attachment and wouldn't tighten. Needs replacement immediate. Case type: tka. Surgical delay : 16-30 minutes.

Event description:
Saw became loose during distal cut. Tried tightening blade back onto attachment and wouldn't tighten. Needs replacement immediate. Case type: tka. Surgical delay : 16-30 minutes update: attachment did not become dislodged during cuts. The attachment did not detach at any point. There were no parts that became detached during any point of the surgery

Manufacturer narrative:
Based upon further review it was noted that this event is non-reportable. A review of the for total knee arthroplasty mako system a0017400 rev. Ad. For system elements disassemble unintentionally during use indicates that the highest potential severity of harm is s2 with a potential occurrence level o3. Additionally, a review of the complaint history data for the past 4 years indicated there have been no reports of serious injury or death as a result of similar events with this device family. Based upon this review, it is unlikely that a serious injury or death would result if this event were to recur. Therefore, this event is not reportable.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Saw became loose during distal cut. Tried tightening blade back onto attachment and wouldn't tighten. Needs replacement immediate. Case type: tka. Surgical delay: 16-30 minutes.